Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device serial number was reported as unknown in the initial report and has been updated to 101594. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed the functional test due to a defective motor, the motor had dead spots, the motor stopped running after a short time of start and failed pre-test for check the trigger and electric control function and oscillation frequency. It was further determined that the device was no longer running which could be the result of an electrical connection failure and which is influenced by the position of the motor collector. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. A review of the device history record was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to february 11, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device date of manufacture and serial/lot is unknown; therefore, UDI:(B)(4). The manufacturing location is unknown. Device manufacture date is unknown. The device serial or lot number is unknown reporter¿s complete mailing address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty surgical procedure, it was observed that the battery reciprocator device functioned for 2-3 minutes constantly when started and then after that, the device functioned for 2-3 seconds after powered on, however, it did not function continuously so the surgeon could not use the device. It was reported that there was a 30 minute delay in the surgical procedure. It was reported that the surgical procedure was completed using a flat chisel, hammer and an oscillator device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.